Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the physician noted that the helix is protruded and does not retract the entire way when exercised. The physician has concerns that this product gets hung up more on the valve when passing. The lead is still in use. No patient complications have been reported as a result of this event.